Manufacturer narrative:
Corrected data: the local teoxane affiliate contacted a local medical expert, who reviewed the patient and recommended treatment medical (grade honey and red light therapy). Literature data: de boulle k, heydenrych I. Patient factors influencing dermal filler complications: prevention, assessment, and treatment. Clin cosmet investig dermatol. 2015;8:205-14 signorini, m., et al. (2016). "Global aesthetics consensus: avoidance and management of complications from hyaluronic acid fillers-evidence- and opinion-based review and consensus recommendations." Plastic and reconstructive surgery 137(6):961e-971e kim j h, ahn d k, jeong h s, suh I s. Treatment algorithm of complications after filler injection: based on wound healing process. J. Korean med sci. 2014 ; 29/suppl 3) : s176 - s182.

Event description:
This case occurred outside of the USA, in the UK. A patient was injected on (B)(6) 2021 with a teosyal rha 3 product (tp27l-21127c) in the naso labial folds. Two days later, on (B)(6) 2021, the patient complained about a white area of severe intensity on the nose, with a slow capillary refill. An vascular occlusion was suspected. On the next day, the patient also experienced some scabbing to the nostril, as well as a red area down the cheek. In addition, the patient reported a bruising near the injection site. Implemented corrective treatments included injections of hyaluronidase over the next few days, as well as antibiotics. As of (B)(6) 2021, the adverse event was partially resolved. The local medical expert contacted assessed the patient, after which he recommended medical grade honey and red light therapy. On (B)(6) 2021, the injector confirmed the adverse event was completely resolved with no sequelae.